Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. It is likely that the patient's history of (B)(6) in the driveline, his current clinical condition, daily care of his driveline are factors that could have contributed to the event. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient was seen in vad clinic on (B)(6) 2016 with complaints of pain and erythema at the lower right sternum. Patient denies fever or chills but reports some general fatigue and malaise. He denied any drainage from the driveline exit site. Patient's temperature of 36.7 c, wbc 9.3 k/mcl (nl 4.2-11). Patient has had (B)(6) driveline exit site infection in the past. In the lvad office patient was noted to have some bloody drainage in around the driveline exit site. The patient was diagnosed with lower sternal soft tissue infection and the culture was positive for staph aureus. On (B)(6) 2016 patient was started on IV vancomycin which was discontinued (B)(6) 2016. On (B)(6) 2016 the patient was started on ancef IV until (B)(6) 2016. On (B)(6) 2016, patient was started on oral keflex indefinitely. The patient is on lifelong antibiotic suppression. No temperature or wbc available at resolution with sequela.